Event description:
The device was applied during a pneumothorax procedure. Reportedly, the staple line was incomplete. The surgeon resected the tissue and completed the procedure with another device. The hosp has reported that the pt's status is satisfactory. Date device expires: 5/31/2001.

Manufacturer narrative:
10/4/96-supplemental report submitted with add'l info entered in sections d-7, d-8 and d-9. Evaluation indicated and codes entered in h-3 and h-6.